Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During the initial implant procedure, the set screw was unable to be tightened on the device. The device was explanted and replaced to resolve event. The patient was stable with no consequences.